Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a home patient had drain volumes equal to 3024ml, 3039ml, 3051ml, 3062ml and 3242ml. The patient¿s largest prescribed fill volume equaled 2000ml. The technical service representative arranged a swap of the device. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event history log did not identify issues related to the reported increased intra-peritoneal volume (iipv) event. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. An internal and external visual inspection revealed no problems. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A simulated therapy was performed successfully using the returned device. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications related to the reported iipv. The evaluation was unable to duplicate the reported iipv. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.